Manufacturer narrative:
A correction is being submitted based on additional information received from the customer. The pressure tubing was broken on the IV side, above the flow restrictor, therefore this event is no longer reportable. The device can be exchanged without an increase in the inherent risk for infection and with minimal delay in monitoring.

Event description:
It was reported that during use of the flotrac, the tubing snapped at the non-pressure tubing/transducer connection when the nurse turned the patient. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.